Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.480" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding a broken tip was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip was broken. The procedure was completed with no reported injury.